Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a field service engineer (fse) and reported that they had an error 252. It happened after the blue fiber cable had been disconnected during the surgery. After a few restarts of the system, the error 252 kept coming back so the customer decided to convert to laparoscopic surgery. When the customer started only the vision side cart (vsc), they got error 12. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the system functionality was checked upon powering on the system, and it worked fine. The customer also confirmed that the system initially powered on without errors. The customer did not contact the da vinci surgery technical assistance team (dvstat) for troubleshooting because they needed to change to laparoscopic surgery. The customer reported that the conversion resulted in the need to add additional ports. The patient tolerated the change to laparoscopic surgery and there was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. When the fse connected the laptop to the system, the fse got an error that the system had lost its serial number. After the fse entered the serial number back into the system and rebooted the system and it started with no errors. Service was performed to correct the reported problem. No part replacement was required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A further review of the site's system logs for the reported procedure date was conducted by the fse. The investigation revealed the following possible related system errors: 12/msc crc failure: mfg settings (sysserialnum) [ class 3 ] and 40000/code error, invalid value in switch: the vdc reported a code error.